Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the cable between the power and system pcb assemblies was not properly seated. After properly seating cable, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.